Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic extension and an iliac extension stent graft were implanted in a patient, along with a non-medtronic main body stent graft, for the endovascular treatment of a 58 mm diameter abdominal aortic aneurysm. It was reported that a follow-up CT approximately 9 months post the index procedure identified a type iiia endoleak. It was noted that the endoleak occurred at the junction of the non-medtronic stent graft and the endurant ii iliac extension. An intervention was completed with two additional endurant iliac extensions implanted at the junction portion. As per the physician, the cause of the event was thought to be that the non-medtronic stent graft and the endurant stent graft were incompatible and migration occurred of the non-mdt stent graft and endurant ii iliac extension. No additional clinical sequelae were reported and the patient is fine.